Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted. No patient symptoms reported. No additional information was available at this time.